Event description:
It was reported that more than 6 years post implantation of the lens, the lens became opacified. It was explanted during subsequent a vitrectomy surgery in order to better visualize the posterior segment.

Manufacturer narrative:
Investigation is currently underway. Additional info will be submitted in the supplemental report within 30 days of receipt.